Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rezf2544 showed one other similar product complaint(s) from this lot number.

Event description:
Facility contact reported that a patient was taken to x-ray and it was found that the PICC was curled up rather than straight. The patient had chemo and there were no issues, the PICC was removed and replaced. Additional information received from facility contact stated that the patient had a CT scan and found that the PICC had coiled. The PICC was removed and replaced. The patient had the catheter in place for 164 days. No patient harm reported.